Event description:
It was reported that pump screen remained dark and would not turn on, and that pump button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.